Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed with aniosyme x3 immediately after the procedure. The automated endoscope reprocessor (aer) used was [aer] with soluscope cln detergent and soluscope paa disinfectant. The water quality was soluscope series 4 and the filter was replaced periodically in accordance with the instructions for use. The device was dried by allyn medical scope clean and stored in soluscope dsc8000. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The investigation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for unexpected contamination. On 29-dec-2024, the device channels tested positive for >500 colony forming units (cfus) of pseudomonas aeruginosa. On 29-dec-2024, the endoscope erector tested positive for 146 colony forming units (cfus) of pseudomonas aeruginosa. On 04-jan-2024, the scope¿s distal end tested positive for 133 colony forming units (cfus) of pseudomonas aeruginosa. On 04-jan-2024, the channels tested positive for >500 colony forming units (cfus) of pseudomonas aeruginosa. On 09-jan-2024, the scope¿s distal end tested positive for 1 colony forming units (cfus) of paracoccus yeei. On 09-jan-2024, the scope¿s distal end tested positive for 1 colony forming units (cfus) of micrococcus luteus. On 09-jan-2024, the scope¿s operator channel tested positive for 2 colony forming units (cfus) of micrococcus luteus. On 09-jan-2024, the scope¿s auxiliary channel tested positive for 2 colony forming units (cfus) of pseudomonas aeruginosa. On 09-jan-2024, the scope¿s suction channel tested positive for 1 colony forming units (cfus) of pseudomonas sp. On 09-jan-2024, the scope¿s insufflation tested positive for 3 colony forming units (cfus) of paracoccus sp. On 09-jan-2024, the scope¿s insufflation tested positive for 1 colony forming units (cfus) of staphylococcus hominis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.